Manufacturer narrative:
(B)(4). Batch # p57f80. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Just to clarify; did the issue cause any changes to the post-operative care of the patient? What is the current status of the patient? Additional information received: there is some question as to the patency of the incision and staple/suture line so they are keeping watch in case there is leakage. The analysis found that the sc45a device was received with no apparent damage and with an ecr45d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy procedure the device bowed about halfway through the firing where the first half of the staple line was good and then the 2nd half bowed outward from the cut line and were malformed as the staples missed their pockets. The procedure was completed by over sewing the cut/staple line. At this time there has been no patient consequence.